Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 500 mg/dl. The customer was in emergency room as a result of high blood glucose. Customer was admitted to the hospital on (B)(6) 2016. Customer was punt on IV and then released. Customer was wearing the pump at time hospitalization. Customer was assisted in programming the insulin pump. Customer was advised to monitor.